Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complications is due to the patient's prior medical history, the patient's prolonged time in a certain position during the procedure, and the use of co2 for insufflation. No allegation against a da vinci product has been made; therefore, no products are expected to be returned to intuitive surgical, inc. (Isi) for evaluation. There is no indication that the device directly caused or contributed to the intraoperative complications. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that about 4 hours into a da vinci-assisted sigmoid colectomy procedure, the patient presented with unspecified cardio-respiratory problems, and later, low blood pressure, with a drop to 86/44 mmhg. The anesthesiologist recommended that the procedure be paused for 5 minutes to stabilize the patient, but the internist recommended that they not continue the procedure robotically. The surgeon believes that the intraoperative complications were due to the co2 used for insufflation, as well as to the position of the table, as the patient had been in that position for a long time. To stabilize the patient, the table was moved into a different position, the co2 was stopped, and the anesthesiologist gave the patient medication. The procedure was then converted to open surgery, and the site confirmed that the conversion was solely due to the intraoperative complications related to the patient's prior medical history, as they were being treated for hypertension. Prior to the start of the procedure, the surgeon anticipated that some complications related to the patient's blood pressure might be possible, but when the surgery began, the patient was stable. Their blood pressure was controlled prior to and during the procedure, up until this point. The surgeon did not go into the surgery anticipating the possibility of converting the procedure. The intraoperative complications were not due to unexpected blood loss. No system or device malfunctions occurred prior to the procedure conversion. The patient did not experience any post-operative complications. The patient is currently recovering at home, as expected following an open surgery.